Event description:
The customer stated that his blood glucose readings had been higher than usual with his contour meter. While troubleshooting, he performed control tests and received results of 264 and 290 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.